Event description:
During an in-clinic follow-up, the device was interrogated and revealed the device was in backup operation (bvvi) due to an event queue overflow. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was in stable condition.